Event description:
It was reported that a patient underwent an unknown procedure on an unknow date, and a fibrin sealant preparation device was used. When they try to loosen the gray luer locks on fibrin sealant preparation device open tip to exchange for lap tip, they¿re unable to loosen. Had to pull two from the 10ml kit boxes, which caused a five-minute delay in the procedure. No fragments made. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide lot number of the vistaseal dual appl. 2. Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? If it came within a kit please clarify the product code (vst02, vst04, vst10) an provide lot number. 3. Was there any change in the patient¿s post-operative care due to the prolonged procedure? 4. Are there pictures of the damaged device available? Event related to mw # 2210968-2023-08781. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.